Event description:
The distributor contacted animas on (B)(6) 2015 alleging the audio bolus button was under-responsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus button issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was not returned; therefore, a battery test cap was used to complete investigation. The bolus button cover was found to be detached and missing; therefore, the reported response issue was unable to be tested. Unrelated to the complaint, the text on the display screen was found to be dim, faded and pink.